Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the electrocardiogram (ECG) connector was not working. The programmer was subsequently returned with a report that the ECG was unclear, and manipulating the cable/programmer connection, as well as trying new cables/patches, did not resolve the issue. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed that the electrocardiogram (ECG) connector was loose, the ECG signal was noisy. It was also noted that the power cord bay was broken, the keyboard hinges were broken, and the system fan was intermittently noisy.